Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received higher scan result of 327 mg/dl on the adc device in comparison to a glucose reading of 102 mg/dl on a fingerstick test. It is unknown whether the customer noted a trend arrow on the device. The customer did not report any symptoms but self-treated with all of their prescribed unspecified medications and some extra (unspecified) before comparing their glucose readings. No third-party treatment was provided. There was no report of death or permanent impairment associated with this event. Reportedly, a scan of 327 mg/dl on the adc device compared to a glucose reading of 132 mg/dl obtained on unknown device and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.